Event description:
During preoperative testing of the equipment, the user reportedly noted the audible function of the alarm was not functioning. No report of pt injury. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.